Event description:
It was reported that during removal of the wire guide from the catheter, it separated and a small piece remained in the pt. A vascular consultant advised to leave it in place. There were no pt complications.